Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that late last year, the right ventricular (rv) lead exhibited high thresholds. The rv lead was programmed to monitor only and remains in use. No patient complications have been reported as a result of this event.